Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient described the area as sores. Pt reports having sores already from breast cancer. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied a very thin dressing/gauze over the wound. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.